Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates the relevant dimensions of all returned screws were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding, manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Note that these screws are being manufactured in different plants using different manufacturing tolerance set ups. Therefore the difference of the finish of the screw heads. All screws are within their tolerances and can be used without any hesitation. The information has been passed on to the pdc; we are currently in the harmonizing process of these screws. No product fault could be detected. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while checking a locking compression plate (lcp) large fragment on (B)(6) 2013, it was noticed that there was a visual difference in the head of the lcp locking screws 5.0mm. (B)(4) screws were found with that variation. It was also reported that there was a variation when the screws were placed in the plate. This report is for one screw for this part number. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.